Event description:
It was reported that during an implant procedure, the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was repositioned, but then was not pacing. It was repositioned again to a more proximal position, but could not be fixed well. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.